Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken inside sensor base. Broken part still attached to needle tip. It was unable to confirm if the customer received sensor damaged due to it being returned opened/used.

Event description:
It was reported that the nurse attempted to insert the sensor but it was not released from the serter. It was confirmed that the procedure was properly performed by the nurse. Blood glucose value is unknown. The sensor was replaced and returned for analysis.